Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving 2,000 mcg/ml baclofen at a dose of 900 mcg/day via an implantable infusion pump for intractable spasticity and spinal cord injury/spinal cord disease. It was reported that the patient's pump was alarming and the patient was itching. There were no known environmental/external/patient factors that may have led or contributed to issue. The clinician programmer showed a motor stall on (B)(6) 2018. A cap kit tested the catheter and it was patent. The pump was to be replaced on (B)(6) 2018. The issue was not resolved at the time of this report. The patient's status was "alive - no injury" and no further complications were expected or anticipated.

Manufacturer narrative:
The pump was returned and analysis found residue and wearing on the motor gear train. If information is provided in the future, a supplemental report will be issued.